Event description:
It was reported that tube push off occurred with a unspecified bd syringe/needle . The following information was provided by the initial reporter, "tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs so we hadn't realized they were a manufacturing problem until now. Would like to exchange for tubes with 2021 or later, expiration date, please." Complaint is 1 of 5.

Manufacturer narrative:
Additional information was provided by the customer. A possible material/catalog number was provided. The following is the product information for the possible catalog number. D.1. Medical device brand name: bd vacutainer® eclipse¿ blood collection needle with pre-attached holder d.4 medical device catalog #: 368650. D.4. Unique identifier (UDI) #: (B)(4). D. 1 medical device type: fmi. G.5. PMA / 510(k)#: k982541. D.2. Common device name: hypodermic single lumen needle.

Event description:
It was reported that tube push off occurred with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs so we hadn't realized they were a manufacturing problem until now. Would like to exchange for tubes with 2021 or later, expiration date, please." Complaint is 1 of 5.

Manufacturer narrative:
The following field has been updated due to additional information. Describe event or problem: it was reported that tube push off occurred with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs so we hadn't realized they were a manufacturing problem until now. Would like to exchange for tubes with 2021 or later, expiration date, please." Complaint is 1 of 5. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube push off occurred with a unspecified bd syringe/needle . The following information was provided by the initial reporter, "tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs so we hadn't realized they were a manufacturing problem until now. Would like to exchange for tubes with 2021 or later, expiration date, please." Complaint is 1 of 5.